Event description:
It was reported that patient had gmrs proximal femur and was dislocating. Had a bipolar on top, converted to a total hip. Used a zimmer cup and removed head and proximal femur component. Put in new proximal femoral component and a new hip.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to the hospital and surgeon policy. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
It was reported that patient had gmrs proximal femur and was dislocating. Had a bipolar on top, converted to a total hip. Used a zimmer cup and removed head and proximal femur component. Put in new proximal femoral component and a new hip.

Manufacturer narrative:
The event was not confirmed as the device was not returned and medical records were not received for evaluation. Device history review indicated that all devices were manufactured and accepted into stock with no reported discrepancies. Complaint history review indicated there were no previous similar reported events for the reported lot number. The exact cause of the event could not be determined because no device, medical or patient information was provided for evaluation.